Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there were no issues with the librelink application that would have led to the complaint. An attempt to replicate the user¿s complaint of unable to receive high and low glucose alarm notifications from a android device with similar configurations was performed. The complaint was not able to be reproduced and therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. The customer experienced symptoms of hypoglycemia. As a result, the customer was given glucogel as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. The customer experienced symptoms of hypoglycemia. As a result, the customer was given glucogel as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown, so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.